Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 30 mg/dl. The customer alleged that the insulin pump was over delivering. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer treated low blood glucose with food. It is unknown if customer was using the auto mode feature at the time of the incident. Customer reported that current blood glucose value was 70 mg/dl. Customer accepted troubleshooting for low blood glucose level. The pump will be returned for analysis.